Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 402283 cobalt g-hv bone cement 40g 466050, 1294-05-712 depuy tibial insert 182293, 1294-01-070 depuy primary femoral 3139933, 1294-33-140 depuy tibial tay 8187551, 1294-09-670 depuy lcs patella 3549523. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01116. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: mechanical failure, loose tibial component, right tka severe pain and instability of the knee, knee tends to collapse into varus, x-ray showed loosening of the tibial component with failure of cement mantle. Tibial component grossly loose, no adherence between the bone cement and the tibial component, bone cement mantle was quite tenuous and the cement being cracked and fissured throughout. Scar tissue excised, malposition of tibial implant (competitor device)noted. Bone cement excised, competitor implants placed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently the patient underwent a revision procedure approximately 2 years post implantation due to loosening of the bone cement. Attempts have been made and additional information on the reported event is unavailable at this time.